Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("bleeding") and autoimmune disorder ("autoimmune-like symptoms") in an adult female patient who had essure (batch no. 624493) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section, tonsillectomy, rhinoplasty, rash, hives, adenoidectomy, acrochordon, acute maxillary sinusitis, metrorrhagia and upper respiratory infection. Concurrent conditions included adhesive middle ear disease, pap smear abnormal, herpes simplex virus conjunctivitis, migraine, hypothyroidism, pap smear abnormal, gonorrhea, chlamydial infection, herpes genitalis, bacterial vaginosis, trichomoniasis, infection, allergy, hallucinations, vomiting, menorrhagia, menses irregular with excessive bleeding, uterine bleeding, endometrial biopsy, sinusitis, uterine leiomyoma, rhinitis, urticaria, overweight, scoliosis, cervicalgia, cough, anemia, osteoarthrosis, vaginal haemorrhage, itching, discomfort, sexually transmitted disease, breast cancer, breast carcinoma, herpes nos, blood pressure high, thyroid disorder, arthritis and echocardiogram. Family history included osteogenesis imperfecta, coronary artery disease, heart disease congenital and adrenal gland cancer. Concomitant products included ace inhibitors, aciclovir (acyclovir), aloe vera latex, amlodipine, analgesics, butalbital, caffeine, ciprofloxacin (floxin), codeine, diphenhydramine citrate, diphenhydramine hydrochloride, ethanolamine, fluticasone, furosemide, furosemide (lasix), hydrochlorothiazide, hydrocodone bitartrate;paracetamol (lortab), hydroxyzine, levofloxacin (levaquin), levothyroxine, levothyroxine sodium (levoxyl), levothyroxine sodium (synthroid), lisinopril, losartan, low-ceiling diuretics, thiazides, macrogol 3350 (miralax), medroxyprogesterone acetate (depo provera), mometasone furoate (nasonex), norethisterone (errin), ofloxacin, omalizumab, paracetamol (acetaminophen), potassium chloride, quinolones, salbutamol (albuterol), sulfadiazine (sulfa), sulfasalazine and sulfasalazine (salazine). On (B)(6) 2007, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), allergy to metals ("nickel sensitivity"), neuromyopathy ("neuromuscular problems") and hypertension ("hypertension"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, allergy to metals, neuromyopathy and hypertension outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, genital haemorrhage, hypertension, neuromyopathy and pelvic pain to be related to essure. The reporter commented: insertion details: essure remaining coiled loops noted were totaled to be 6 coils. Same procedure was performed on the contralateral side with remaining 4 looped calls being noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: impression: passage of small amount of contrast on the right.; on (B)(6) 2008: as per mr impression: when compared to the prior examination, free spill demonstrated from the right fallopian tube is no longer present. This examination demonstrates appropriate occlusion of both fallopian tubes.. Nuclear magnetic resonance imaging - on (B)(6) 2016: impression: substantial treatment response. No definite residual tumor identified. No suspicious lesion right breast. Bi-rads 6 ¿known biopsy proven malignancy. Appropriate action should be taken. Ultrasound pelvis - on (B)(6) 2017: impression: thickened endometrium. In a postmenopausal patient. This is suspicious for endometrial carcinoma, which is not excluded. Recommend follow-up biopsy. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. (Product technical complaint) incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), genital haemorrhage ("bleeding") and autoimmune disorder ("autoimmune-like symptoms") in an adult female patient who had essure (ess205) (batch no. 624493) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included cesarean section, tonsillectomy, rhinoplasty, rash, hives, adenoidectomy, acrochordon, acute maxillary sinusitis, metrorrhagia and upper respiratory infection. Concurrent conditions included adhesive middle ear disease, pap smear abnormal, herpes simplex virus conjunctivitis, migraine, hypothyroidism, pap smear abnormal, gonorrhea, chlamydial infection, herpes genitalis, bacterial vaginosis, trichomoniasis, infection, allergy, hallucinations, vomiting, menorrhagia, menses irregular with excessive bleeding, uterine bleeding, endometrial biopsy, sinusitis, uterine leiomyoma, rhinitis, urticaria, overweight, scoliosis, cervicalgia, cough, anemia, osteoarthrosis, vaginal haemorrhage, itching, discomfort, sexually transmitted disease, breast cancer, breast carcinoma, herpes nos, blood pressure high, thyroid disorder, arthritis and echocardiogram. Family history included osteogenesis imperfecta, coronary artery disease, heart disease congenital and adrenal gland cancer. Concomitant products included ace inhibitors, aciclovir (acyclovir), aloe vera latex, amlodipine, butalbital, caffeine, ciprofloxacin (floxin), codeine, codeine phosphate; paracetamol; salicylamide (fiorinal), diphenhydramine citrate, diphenhydramine hydrochloride, ethanolamine, fluticasone, furosemide, furosemide (lasix), hydrochlorothiazide, hydrocodone bitartrate; paracetamol (lortab), hydroxyzine, levofloxacin (levaquin), levothyroxine, levothyroxine sodium (levoxyl), levothyroxine sodium (synthroid), lisinopril, losartan, low-ceiling diuretics, thiazides, macrogol 3350 (miralax), medroxyprogesterone acetate (depo provera), mometasone furoate (nasonex), norethisterone (errin), ofloxacin, omalizumab, paracetamol (acetaminophen), potassium chloride, quinolones, salbutamol (albuterol), sulfadiazine (sulfa), sulfasalazine and sulfasalazine (salazine). On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), allergy to metals ("nickel sensitivity"), neuromyopathy ("neuromuscular problems") and hypertension ("hypertension"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2018. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, allergy to metals, neuromyopathy and hypertension outcome was unknown. The reporter considered allergy to metals, autoimmune disorder, genital haemorrhage, hypertension, neuromyopathy and pelvic pain to be related to essure (ess205). The reporter commented: insertion details: essure remaining coiled loops noted were totaled to be 6 coils. Same procedure was performed on the contralateral side with remaining 4 looped calls being noted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: impression: passage of small amount of contrast on the right.; on (B)(6) 2008: as per mr impression: when compared to the prior examination, free spill demonstrated from the right fallopian tube is no longer present. This examination demonstrates appropriate occlusion of both fallopian tubes. Nuclear magnetic resonance imaging - on (B)(6) 2016: impression: substantial treatment response. No definite residual tumor identified. No suspicious lesion right breast. Bi-rads 6 ¿known biopsy proven malignancy. Appropriate action should be taken. Ultrasound pelvis - on (B)(6) 2017: impression: thickened endometrium. In a postmenopausal patient. This is suspicious for endometrial carcinoma, which is not excluded. Recommend follow-up biopsy. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.